Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(4) 2014 at 09:37:38. During night drain cycle six, the patient's ultrafiltration reading was 1851ml, indicating the home patient (hp) drained 1851ml more than their maximum programmed fill volume of 2000ml..no additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was verified through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.